Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer stated that during seating the force, the sensor did not detect the reservoir. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the unexpected restart, displacement and off no power tests. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support. Unable to verify the compromised force sensor system alarms due to the motor error alarms. Unable to perform the occlusion, prime or excessive no delivery tests due to the alarms. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked case, a cracked display window and a scratched reservoir tube window.